Event description:
Country of complaint: (B)(6). This veterinary customer complains the following: "three incidences with yielding/transfer of sutures on average five days after use". Degradation of suture is too quick.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: samples received: 1 cassette. There are no previous complaints of this code/batch for this issue. Tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the OEM. Absorption controls conducted on the sample with collagenase after several periods of time have a retention strength values as the current ones for this material and size. Therefore, this thread does not degrade quicker than other batches tested. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/ preventive actions: not applicable.